Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant the patient experienced a bundle branch block during the time the cardiomems sensor was being advanced through the right ventricle. The patient was closely monitored and the cardiomems sensor was successfully implanted. A temporary pacing wire was placed into the patient's right ventricle to resolve the issue. The patient was transferred to the ICU for observation and was discharged (B)(6) 2023.